Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch #: (B)(4). Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1026135, medical device expiration date: 2026-01-31, device manufacture date: 2021-01-26. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 1026135 for needle stick (after use/dirty). This is the 1st related complaint for needle stick (after use/dirty) on lot # 1026135. Unable to perform complaint lot history check for needle stick (after use/dirty) due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. A review of the device history record was completed for batch# 1026135. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 bd 1ml safety syringes experienced safety shield failure which resulted in needlestick injuries to the healthcare provider/caregiver. It has not been mentioned whether any medical intervention or testing was administered as a result. The following information was provided by the initial reporter: administered lantus to patient. Went to slide safety on needle and stuck rn index finger. This has been the second needle stick with these insulin syringes.